Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was difficulty securing an impella cp on a patient. No patient harm was reported.

Manufacturer narrative:
Additional information was received indicating that an incompatible sheath was used leading to the difficulty in securing the pump.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: unclear information: the cause of the unclear information was not determined since insufficient clinical details were provided. There were no related defects on the returned sheath.

Manufacturer narrative:
B5: added related device information. B10: added related device report number.

Event description:
This impella introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.